Event description:
Attorney alleges patient suffered physical and other injury, including death, as a result of the recalled lead. Attorney also alleges the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." Further alleged the patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy." Review of manufacturer's database could not verify patient's death. No allegation from a health care professional that the death was device related. Cause of death researched and not received. Review of public database verified patient date of death as 2007.

Event description:
Attorney alleges patient suffered physical and other injury, including death, as a result of the recalled lead. Attorney also alleges the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish". Further alleged the patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy." Review of manufacturer's database could not verify patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.